Manufacturer narrative:
Batch review performed on 12 january 2024. Lot 2307904: (B)(4) items manufactured and released on 11-may-2023. Expiration date: 2028-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 months from the primary, the patient came in reporting patellar instability and the cause is unknown. The surgeon did a lateral release on the patella and revised the insert (from 11 mm to 10 mm). The joint was good but lacking 3-5 degrees of extension due to arthrofibrosis. The surgery was completed successfully.